Event description:
Customer called on (B)(6) 2011 reporting that the baths of the coulter act diff 2 analyzer had overflowed. Customer was wearing proper personal protective equipment at the time of the event and no exposure or injury was reported. Customer mentioned that no impact to patient results was reported as a result of this event. Customer technical support (cts) assisted customer with troubleshooting over the phone. Customer mentioned that the vacuum isolator chamber (vic) was half full and the baths were not draining. Cts advised customer to replace waste filter and dry up bath areas. Customer proceeded to run startups and baths as well as vic were draining properly. Customer noted no further evidence of leaking and cts contacted customer 5 days later ((B)(6) 2011) and customer mentioned that there weren't any recurrences of the event.

Manufacturer narrative:
Troubleshooting was done over the phone. (B)(4).